Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during surgery, they noticed that the lens broke in the implantation cartridge while injecting into the injector. There was no patient harm and patient was feeling well. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Photo provided shows a closed lens case. Beside the lens case, placed on a piece of surgical material is an iol (intraocular lens) and it appears to be in four segments. The complainant indicates the use of non company viscoelastic, which is not qualified for use with associated iol model. Based on our observation of the attached photo, the lens is broken into four pieces. No sample was returned for analysis; however based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).